Manufacturer narrative:
The unit had a cracked and bleeding lcd glass. Additionally, the unit had minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer called in to report damage to the display. The customer's blood glucose level was 244 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.